Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult inspiratory heated breathing circuit became open circuit after 7 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt212 is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The complaint device is currently en route to fisher & paykel healthcare. We will provide a follow-up report upon receipt of the device and completion of our investigation.